Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipping of the probe surface, probe edge adhesive was chipped, black water was flowing out from the endoscope. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It was assumed that black water remained in the endoscope because reprocessing was not completed properly. However, the most probable cause of the malfunction could not be established. The most probable cause of the chipping of the probe surface, probe edge adhesive was chipped was caused traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited an issue where the forceps elevator channel plug came off during service and maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.